Event description:
The pt reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her right eye (od) on (B)(6) 2006. The pt reported having two surgeries to repair the iris and stitch up one peripheral iridectomy because of distorted vision. The pt's prognosis is excellent and the post-op bcva was 20/40. The icl remains implanted.

Manufacturer narrative:
(B)(4) - repair iris, (B)(4) - stitch peripheral iridectomy, (B)(4): evaluation method results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: per medical review - review of this file indicates that repair of the iris from too large. Pis were done to treat patient's distorted vision. This adverse event was caused by peripheral iridotomies/iridectomies that were too big, and not by the icl itself. After repair, pt's symptoms were resolved. Conclusions: based on the complaint history, work order search and the medical review, the event was caused by peripheral iridotomies/iridectomies that were too big, and not by the icl itself.